Event description:
It was reported that the scale was inaccurate due to a damaged load cell and the side rail will not latch/lock in the upright position due to a damaged side rail assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.